Event description:
It was initially reported that the patient was seen in the ER complaining of heart palpitations. It was unclear if the palpitations were occurring with stimulation. Last diagnostics of the patient's device was system and normal mode within normal limits. The patient's settings were 0.75/20/130/30/1.8. The patient was noted to have been disabled in 2008 and recently turned back on at his appointment in 2009. It is unknown why the patient was disabled in 2008. Good faith attempts to obtain additional information have been unsuccessful to date.